Manufacturer narrative:
Concomitant product: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (s/n (B)(4)) found the connector was bent. (B)(4).

Event description:
A healthcare provider (hcp) reported the consumer's battery was dead and they would be seeing the physician on (B)(6) to have it charged. The consumer who was implanted for non-malignant pain later reported via the manufacturer's representative (rep) that the connector pin broke and the recharger wouldn't charge so a new device was going to be sent to the consumer. No out of box failure was reported. As a result of the connector pin issue the consumer wasn't able to charge and the battery was "power on reset." Following this the battery was charged to 25% and the por was cleared. The current program was covering all of the consumer's pain and no reprogramming was needed. Education was provided to the consumer about the recharge process since this was the "second strike." Following this the issue was resolved.

Manufacturer narrative:
Additional review determined that conclusion code no longer applies to this event and the desktop charger. Additional review determined that conclusion code applies to this event and the desktop charger.